Event description:
During a routine two year upper gi a band erosion was revealed. The patient presented asymptomatic. The device was removal on (B)(6), 2011. There were no reported patient complications.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The following components were returned: the band/balloon with 24cm of catheter, and the tubing strain relief; the injection port with the locking connector and 28cm of catheter. Upon visual inspection, it was observed that the injection port was returned in locked position, (B)(4) hooks were deployed and several punctures were observed on the septum. Injection port and band were also covered of biological debris. It was noted that the tubing strain relief was floating on the catheter on the catheter connection side. Erosion is a recognized adverse event; visual and functional analysis cannot confirm physiological events, therefore no other analysis was performed. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process.